Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was not calculating recommended boluses correctly. It was reported the patient's blood glucose on an unspecified date was 359 mg/dl with symptoms of dehydration. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box found no related events or issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s bolus calculator feature was found to be calculating appropriately. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, two battery compartment cracks were observed.